Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012830055); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012548062); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the evfxplus-34 valve, a heavily calcified annulus was observed. The valve was loaded and checked with no misload and a pre-implant balloon dilation was performed with a 23 millimeter (mm) balloon. The annulus calcification caused an infold of the valve upon deployment. The valve was recaptured and a second deployment attempt was made, but the infold remained. The valve and delivery system were removed. The pre-dilation balloon was upsized from a 23mm balloon to a 24mm non-medtronic balloon due to the unavailability of a 25mm balloon. A new 34mm fx+ valve and delivery system were loaded and deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the evfxplus-34 valve, a heavily calcified annulus was observed. The valve was loaded and checked with no misload and a pre-implant balloon dilation was performed with a 23 millimeter (mm) balloon. The annulus calcification caused an infold of the valve upon deployment. The valve was recaptured and a second deployment attempt was made, but the infold remained. The valve and delivery system were removed. The pre-dilation balloon was upsized from a 23mm balloon to a 24mm non-medtronic balloon due to the unavailability of a 25mm balloon. A new 34mm fx+ valve and delivery system were loaded and deployed. No patient complications have been reported as a result of this event. Additional information was received that the procedure was briefly delayed due to the reloading of a second valve and the redo pre-implant balloon dilation with a larger balloon.